Event description:
The manufacturer received information alleging a "ventilator inoperative" alarm condition occurred. There was no harm or injury reported. The device is being returned to a third party for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "ventilator inoperative" alarm condition occurred. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's was also alarming for a "service required" alarm condition. The device's blower motor was replaced to address the issues.